Event description:
The surgeon reported that a system message displayed and the system shut itself down suddenly. The event occurred during the membrane peeling. The system was re-started, primed and the surgery went on without any other issue. There was a 10 minute delay in surgery. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).